Event description:
Kendall healthcare received phone call on 10/1/00 that a nurse was disposing of a syringe with needle into a sharps container and was allegedly stuck themself with the syringe. The user facility reports that the nurse was using two hands to open the container lid, and the needle penetrated their hand when disposing it.